Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and determined that the issue was network related. The switch was identified as part of the philips supplied clinical network (pscn). The rse indicated that an onsite service visit was needed. A philips field service engineer (fse) was dispatched for onsite service. The fse changed the network parameters of all the monitors of the department. On the central station, the fse made adjustments and a modification of bed names for optimized bed-to-bed display. The fse configured nurses for assignment of groups and activated of bed-to-bed alarm pop-ups. This is considered a product malfunction; the cause was determined to be network related. The fse changed network parameters to address the constant alarm complaint. Good faith efforts were made to obtain additional information associated with the adverse event and this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Event description:
It was reported that an alarm was acknowledged on the monitor, but it kept ringing on the philips information center ix( pic ix) central unit. An unknown patient event was reported.

Event description:
It was reported that an alarm was acknowledged on the monitor, but it kept ringing on the philips information center ix( pic ix) central unit. The staff was also forced to acknowledge the alarm at the neonatal department central unit. This problem is related to the network. The network used is the philips network (philips switch). The initial report described an "adverse event"; it was unknown at the time this report was due, what type of adverse event occurred.